Event description:
Bd safety-lok 3 ml syringe was used to administer a medication by the healthcare professional. After administration, the safety device became jammed when trying to activate. The healthcare professional tried to re-activate, but was inadvertently stuck by the contaminated needle.